Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump usb port was damaged, and the pump battery intermittently could not be charged properly. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.